Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported impact to the customer¿s blood glucose level. Customer did not change charging supplies and pump eventually began charging on its own, so no further assistance was required from technical support.